Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake by not using a mask and the area was not clean prior to starting pd therapy. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day, the patient began treatment with injection vancomycin (1 g; frequency and route not reported) and injection amikacin (500 mg; frequency and route not reported) for peritonitis. On the same day, the vancomycin and amikacin were discontinued. The following day, the patient started treatment with injection fortam (1 g; route, frequency and duration not reported) and injection amikacin (100 mg, frequency and route not reported) for peritonitis. Dianeal therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient remains on fortam and amikacin therapy and the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.